Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to noise on both channels and high out of range pace impedance measurements at implant. It was noted that these clinical observations were present after attempting to connect the leads to this device header. It was noted that a fellow was attempting the connection and had fumbled a little bit. The pacemaker switched to unipolar mode per the auto lead recognition feature. It was noted that there was no pacing during the switch. This pacemaker was replaced with a different device and the physician kept the same leads implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to noise on both channels and high out of range pace impedance measurements at implant. It was noted that these clinical observations were present after attempting to connect the leads to this device header. It was noted that a fellow was attempting the connection and had fumbled a little bit. The pacemaker switched to unipolar mode per the auto lead recognition feature. It was noted that there was no pacing during the switch. This pacemaker was replaced with a different device and the physician kept the same leads implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to noise on both channels and high out of range pace impedance measurements at implant. It was noted that these clinical observations were present after attempting to connect the leads to this device header. It was noted that a fellow was attempting the connection and had fumbled a little bit. The pacemaker switched to unipolar mode per the auto lead recognition feature. It was noted that there was no pacing during the switch. This pacemaker was replaced with a different device and the physician kept the same leads implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is being analyzed. A supplemental report will be filed upon completion.